Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small gasping retractor instrument was analyzed and found to have a dislodged yaw cable crimp at the distal end. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was found to have mechanical indentations/abrasions on the monopolar yaw pulley. The instrument was found to have mechanical indentations/abrasions on the distal clevis. The instrument was found to have a broken idler pulley. The missing piece was approximately 1.06mm x 0.80mm and was not returned with the instrument. A detached fragment was observed due to the broken idler pulley. The complaint regarding the instrument no longer works was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument no longer worked and gave a code yellow with 3 lives remaining. The procedure was completed with no reported injury.